Manufacturer narrative:
Visual examination of the returned plate finds one 14mm locking screw locked into the plate. There are scratches on the plate and deformation to the locking holes consistent with attempted screw insertions and removal. The three screws that were also returned have slight damage to the head of the threads, consistent with insertion and removal.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a surgical procedure with the use of a wedge plate. During the surgery, the locking screw passed through the plate hole. Because of that, the position of the locking point has shifted, and a fracture occurred in part of the bone. This plate and screws were removed, and the same new product number implants were prepared. These spare implants had no problem and surgery finished without difficulty.